Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform any tests due to motor error alarm. Device received with cracked reservoir tube lip noted. The test reservoir stay locked in place noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that lip ring was broken and reservoir was unable to locked in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.